Manufacturer narrative:
Only one MDR report will be submitted for this event, although two different complaints were created. The oracle file numbers are the following: (B)(4).

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Invacare territory business manager states that when the patient exits the van, one side seems too high. Center/or stability lock does not release and veers to one side. MDR filed.